Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet stopped receiving glucose readings from a connected libre 3 plus, leading the system to withhold insulin delivery and prompting customer support troubleshooting that determined the sensor required replacement; the user manually entered a fingerstick blood glucose of 594 mg/dl and later used backup therapy. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting and education with restoration of therapy via backup methods and planned sensor replacement. Investigation included remote troubleshooting to reestablish sensor communication. Investigation of this case revealed a loss of sensor signal that prevented automated insulin dosing, consistent with a sensor or connectivity malfunction requiring a new sensor. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.